Event description:
It was reported that the customer had multiple no delivery alarms during bolus delivery. Customer blood glucose level is unknown. Troubleshooting was not performed because issue was resolved with an infusion set change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.